Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left circumflex artery with heavy tortuosity, heavy calcification and 99% stenosis, pre-dilatation was performed with a 2.5x15 mm non-abbott balloon catheter. A 3.0x8 mm rx xience alpine stent delivery system (sds) was advanced but failed to cross the lesion due to the patient anatomy. Multiple unsuccessful attempts to cross the lesion were made. The sds was removed outside of the patient anatomy and re-advanced but still could not cross the lesion. Reportedly, the sds was pushed with force in the tortuous and heavily calcified vessel and the stent dislodged slightly proximal to the lesion. A 2.5x23 mm rx xience xpedition sds was advanced and the stent was deployed in a manner that the dislodged stent was crushed from the outer side of the stent implant to be adhered to the vessel wall. There were no reported adverse patient sequelae. There was a 30 minute delay in the procedure but no clinically significant delay reported by the physician. No additional information was provided.

Manufacturer narrative:
(B)(4) - advancement against resistance, re-insertion of device. The customer reported the stent delivery system was discarded and the stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: when the catheter is exposed to the vascular system, it should be manipulated while under fluoroscopic observation. Do not advance or retract the catheter if resistance / anomaly is met during manipulation. The tip portion of this device is fragile, pay attention when manipulating the device. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and / or stent dislodgement. Additionally, the instructions for operations section states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.